Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced soreness and crusting around the implant site, subsequent to sustaining a head trauma (date not reported). The patient's site was examined on (B)(6) 2013, and the surgeon reported an irritation cellulitis around the implant site. The patient was prescribed a ten day course of cephalexin, at 500mg twice a day. The implanted device remains.